Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. In-clinic provocation testing reproduced the myopotential by pushing the arms together. It was also observed that all three sensing vectors had very small amplitude. Comparison of the morphology with that seen at implant showed great changes, and comparison of x-ray imaging from (B)(6) 2023 to those taken at implant showed the device had moved. The physician decided to reprogram the device to secondary vector and will discuss a revision with their colleagues. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates the physician has decided they are going to explant this s-ICD system and replace it with a transvenous system, as there is concern that a revision or s-ICD replacement procedure will result in the device moving again as a larger pocket will be created. The physician will explant the system in the coming weeks, but there will be no device return as, per the physician, they do not see failure of the s-ICD, rather a migration. Additional information received confirmed the patient underwent a revision procedure, and this s-ICD system was explanted and replaced by a transvenous system. Besides intervention, no other adverse patient effects were reported. As abovementioned, product return is not expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. In-clinic provocation testing reproduced the myopotential by pushing the arms together. It was also observed that all three sensing vectors had very small amplitude. Comparison of the morphology with that seen at implant showed great changes, and comparison of x-ray imaging from (B)(6) 2023 to those taken at implant showed the device had moved. The physician decided to reprogram the device to secondary vector and will discuss a revision with their colleagues. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.